Event description:
The dealer states that the customer alleges that the wheels were to far back. The dealer looked at the chair and states the wheels aren't centered with the chair, he states one fork is closer to the rear wheel then the other and where the crossbraces attach a screw is sheared off. The dealer states that the patient just received the chair and this was the complaint since she has received it.

Manufacturer narrative:
(B)(4). The device expanded evaluation states that the casters were not different distances to the rear wheels but that the right caster was loose. It was also found that the cross brace was missing a screw.

Event description:
The dealer states that the customer alleges that the wheels were to far back. The dealer looked at the chair and states the wheels aren't centered with the chair, he states one fork is closer to the rear wheel then the other and where the crossbraces attach a screw is sheared off. The dealer states that the patient just received the chair and this was the complaint since she has received it.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.